Event description:
It was reported that (1) device was used during a colposuspension procedure. It was reported by the affiliate that the pmw35 staples would not close together under the skin. Another instrument was used to complete the case. There was no consequence to the pt.